Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -4.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On this same date a replacement lens of the same length/power was implanted and the problem was resolved. The cause of the event was reported as the device.